Manufacturer narrative:
Section a3b: unknown/ asked but not available. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section e1:surgeon's email address and phone number: unknown/ asked but not available. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the non-preloaded intraocular lens (iol) was placed in the patient's left eye, but was subsequently removed due to patient's anatomy, as the capsular bag could not maintain the lens in the center. The lens was removed and replaced with a ar40e lens in the same procedure. The issue was identified during the implantation process, and the patient experienced temporary impairment following the surgery. There was incision enlargement. There was delay in procedure by 45 minutes. There was medication prescribed. From additional information it was learnt that the capsular bag is abnormal. There was no use error. No other information is available.

Manufacturer narrative:
The product was returned to the manufacturing site for evaluation. Additional information: section d9: device available for evaluation? Yes section d9: date returned to manufacturer: aug 5, 2025 section h3: evaluated by manufacturer: yes device evaluation: visual inspection under magnification was performed on and found the lens was cut in half and coated in viscoelastic residue. The lens was cleaned and inspected, and no further issues were identified. No further evaluation was performed. The complaint issue "positioning issue" was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Manufacturing record review: the manufacturing records review for this purchase order shows that the units were released within specification. No process deviations (dev), nonconformances (nc/nr), or capas were found as part of this manufacturing records review. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: upon further review, this complaint with mpr number 3012236936-2025-0001718 is no longer a serious injury and it is reportable malfunction. The earlier event code (pt-medical intervention) is no longer applicable as vigomax medication was prescribed prophylactically. It's not intended to preclude permanent damage or injury. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.